Event description:
It was reported that damage to the pump housing caused difficulty loading cartridges. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided. Reportedly the customer's mother helped them administer a manual dose injection to address the elevated bg. A replacement pump was sent to the customer to resolve the issue. Additionally it was reported that the insulin gauge was inaccurate and static. Customer continued to use the existing cartridge. Furthermore, it was reported that the customer experienced a low blood glucose (bg) level of 40 mg/dl. Cause was not known. Reportedly, the customer's mother helped them get and eat apple sauce to address low bg level.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. H3 other text : device not returned.